Event description:
This device was being utilized with a detachable embolization coil to occlude a pulmonary "avm." Once the coil was positioned, the delivery catheter would not detach it. The delivery catheter and coil were then removed. At this time the patient suffered air embolus and had cardiac changes. The case was completed by utilizing two standard embolization coils.